Event description:
Hypothermia units were returned to hosp following modification made by MFR for high leakage of current and ECG interference problem. When units returned they began to exhibit power supply failures. These failures were characterized by internal component breaking down and smoking. There were mov's and electrolytic capacitors within the unit. This problem occurred on 3 separate units. Fortunaely staff immediately discontinued power and removed units, avoiding a fire hazard. Due to this potential fire safety hazard hosp has removed all units from svc until the MFR can prove the problem is rectified.